Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the lcsc5 grip arm tip came off inside the pt. The part was retrieved. Another instrument was used to complete the case.